Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report. Event and therapy dates are estimated.

Event description:
Manufacturer report number :3006705815-2020-01698. It was reported that the patient¿s lead was pulled out while cleaning the site. The physician confirmed the lead had been pulled and referred the patient to visit the ER for further assessment. Information indicates that the patient underwent surgical intervention where the system was explanted. Patient was hospitalized for 2 weeks and was treated for infection. Patient was on oral antibiotics. Reportedly, patient felt better after the explant.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.